Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autogaurd needle pierced the catheter. The following information was provided by the initial reporter, translated from french to english: when attempting to insert several catheters, it was impossible to mount the catheter, and when removing it, the catheter was pierced by the guidewire. Risk of leaving a piece of catheter in the forearm; risk of infection.